Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump is pushing out all his insulin, the entire cartridge during the load step. The patient stated that they changed the tubing and the cartridge and the issue continued to happen. The patient denied trauma to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated loss of cartridge detection had occurred, which was not duplicated during investigation. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 24 hours with no delivery issues or loss of prime occurring. Investigation revealed that the force sensor plate was corroded.